Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a loss of connection. No additional event or patient information is available. Data was provided for evaluation. The reported event was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The reported event for loss of connection could not be determined. The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. Previously, data was provided for evaluation. There was no data within the investigation window. The reported event for loss of connection could not be determined. The root cause could not be determined.